Event description:
During a gastric bypass procedure, when the instrument was fired, the staples did not form and the knife did not cut. Two more cartridges were used and the same thing. No patient consequence.